Event description:
It was reported that the physician had difficulty retracting the subject retrieval device after the deployment inside the target clot. There was resistance encountered between the retriever device and vessels. The device was eventually removed and the distal portion of the subject device seemed to be stretched. There was no clinical consequence to the patient due to the reported event. However, different retrieval devices were used in attempts to remove the clot but the clot was never removed.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was received inside the insertion tool. Visual inspection of the returned device found that the device shaped section was damaged. The retriever struts and stent were slightly bent just distal to the platinum wire solder joint. The device shaped section was damaged. The retriever coils were slightly offset on several places along its length. The device measurement was found inside specification. During functional test the retriever device was successfully advanced through the returned insertion tool and a demonstration microcatheter, but there was some friction during advancement. No other anomalies were found. Based on the investigation results and additional information it is most likely that the reported event and observed issues related to some procedural factors limiting the performance of the device. Therefore, it was determined that the reported event was related to operational context.

Event description:
It was reported that the physician had difficulty retracting the subject retrieval device after the deployment inside the target clot. There was resistance encountered between the retriever device and vessels. The device was eventually removed and the distal portion of the subject device seemed to be stretched. There was no clinical consequence to the patient due to the reported event. However, different retrieval devices were used in attempts to remove the clot but the clot was never removed.